Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of failure to retrieve mitraclip system components (foreign body left in patient), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported inability to remove the gripper line could not be determined. The reported patient effect of foreign body left in the patient appears to be a result of procedural conditions and due to the inability to remove the gripper line. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report that the gripper line became stuck and was left in the anatomy. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve, and the deployment process was started. While retracting the gripper line, after only one end was visible out of the handle, resistance was noted. Troubleshooting was performed, but the gripper line was stuck and could not be removed. The clip was deployed, and the gripper line was left in the anatomy. The cds was removed, and a snare catheter and a biopsy catheter were advanced in attempt to catch the gripper line, but was unsuccessful. A second clip was deployed, reducing the mr to 2. No additional information was provided.